Event description:
While the customer was using a bobcat pro 115v g130 they allege that the inserts are heating up. No injury was reported from the alleged event.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
(B)(6) 2026 cn w4d water sol,iso valve build up/debris insert heating, poor water pressure/flow due to debris buildup in water solenoid. Damaged handpiece cable exposing wires. Deteriorated water hose. Will replace damaged /worn components and recalibrate unit to factory specs upon estimate approval.